Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet with a g7 continuous glucose monitor (cgm) experienced elevated blood glucose with glucose reported up to 250 mg/dl after frequently selecting the ¿more than¿ meal announcement, using meal announcements as corrections, pre-announcing a ¿more than¿ meal about 30 minutes before eating, and then announcing a ¿usual¿ meal at mealtime, which constituted an improper or incorrect method of use involving the user interface. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified related to failure to follow instructions for meal announcements and corrections. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.